Event description:
Reported by the supervisor of an assisted living facility. Two employees, both certified nursing assistants, were helping administer insulin injections to two (2) pts. Employees had dialed up the doses on the insulin pen. The pts gave themselves the injections. Both employees were stuck while attempting to reshield pen needles. No personal info was given on either employee and the needles were discarded. Both employees were seen by an md and are under physician's care.